Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; other pain: vagina from sling coming out ; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury nonsurgical treatments: the patient was treated with pain medication: nurofen for the treatment of: pain - when needed. The patient was treated with other medication (please specify): antibiotics for the treatment of: utis. The patient was treated with topical treatment (including oestrogen cream): creams for thrush - canestan for purpose: treating thrush from antibiotics for utis. On (B)(6) 2011 the patient commenced use of incontinence pads/liners for the treatment of: incontinence.